Event description:
It was reported that the patient went to the emergency room and elevated thresholds were noted on the right ventricular (rv) lead. The device was reprogrammed to a higher threshold until the lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a white substance, the ring electrode had a white substance, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, the was stretched, and there was apparent explant damage. The analyst also noted that the lead was received at analysis with the steroid ring missing and it cannot be determined when this occurred.